Manufacturer narrative:
Customer service emailed the customer troubleshooting tips, to which she responded via email that she had already tried troubleshooting without any resolution to the suction issue. Customer service requested that the customer contact via phone. The customer phoned in on (B)(6) 2018 and troubleshooting was conducted, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Troubleshooting did not resolve the suction issue. A replacement device was sent to the customer. During troubleshooting with customer service, the customer alleged that she had mastitis one month previously and was prescribed an antibiotic. She indicated that the mastitis since resolved, but she felt as it might be coming back. In follow up with a complaint handler on (B)(6) 2018, the customer confirmed that she experienced mastitis for which she was prescribed an antibiotic. She indicated that the mastitis has since resolved and the replacement pump was working without issue. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2018 and it passed suction and cycle specifications. It was found during the evaluation that the pump was making an unexpected noise. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(6).

Event description:
On (B)(6) /2018 the customer alleged to medela (B)(4) via email that her pump in style breast pump would violently shake on the low/medium setting and again on the highest setting sometimes. She further alleged that using the highest setting is the only way to get "true" suction where she feels like it is pulling milk out; that it doesn't suction like it used to.